Event description:
It was reported the customer was experiencing high blood glucose. Customer also stated their insulin pump was stuck in suspend mode. The customer's blood glucose was 600 mg/dl. Customer had treated their blood glucose with a manual injection. Troubleshooting found the customer's insulin pump was functional and there were no leaks present. Troubleshooting could not be completed as the customer was disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.